Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the day following initial implant a vt (ventricular tachycardia) ablation was performed on the patient. During the vt ablation it was reported that the left ventricular (lv) lead had pulled back from the original implanted position and that the right ventricular (rv) lead's collar became dislodged. A procedure was performed to revise the positioning of the lv and rv leads. Both leads remain in use. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.